Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "10. To avoid the possibility of drain damage or breakage, please follow these steps: avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments as these could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the drain broke off inside the patient during a total right knee replacement and additional surgery was required to remove the broken piece. It was alleged that the wound drain was placed on (B)(6) 2016 and removed on (B)(6) 2016. An x-ray was allegedly done on (B)(6) 2016, showing a piece of the drain was left behind and additional surgery was required to remove the piece of the wound drain. No problems were noted when placing the drain and no resistance was noted when pulling the trocar through. Post-op knee films were taken after the drain was placed in the patient, but not after removal. The break was reported as a clean break with only breaking into two pieces. The wound drain was allegedly removed slowly and it was reported that the break did not occur during removal, it may have broke during ambulation. The break allegedly occurred near the holes of the wound drain. Patient identifier was reported as (B)(6).